Event description:
Information was received indicating that a smiths medical medfusion 4000 pump did not infuse but exhibited beeping "complete" during infusion. It was reported that the pump was repaired at customer site under work order number (B)(4). Repair details: could not duplicate /no issue found. No adverse effects were reported.